Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported sensor glucose versus blood glucose issue. There was no allegation of over delivery. Sensor glucose was 170mg/dl, while blood glucose was 110mg/dl. Issue persisted with sensor glucose of 70mg/dl versus blood glucose of 140mg/dl, which eventually led to a high blood glucose of 220mg/dl. High was treated with the pump. Customer over corrected for the high and ended up with a low blood glucose of 70mg/dl. Customer did not treat the low as she did not want any carbohydrates prior to her workout. Troubleshooting was done for the sensor issue and the high but not for the low since customer said she over corrected the high, resulting in the low. Pump was used within 48 hours of the high and low. Smartguard was used at the time of the high. It was unknown if smartguard was used at the time of the low. Sensor is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. Customer also reported difference between sensor glucose and blood glucose values. Customer reported blood glucose value of 70 mg/dl and sensor glucose value of 170 mg/dl. Customer treated hyperglycemic event with insulin pump. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Insulin delivery was not suspended. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. No further patient complications were reported. No product return is required for mmt-7040c1.